Event description:
The international customer reported a vent inop condition, post timer 24vfailure. No pt involvement. The manufacturers field service engineer cleared the code and device operated normally. No parts replaced.